Manufacturer narrative:
G1: device manufacturer address 1: northern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of novum iq syringe pumps had under infusions of intermittent medications in the neonatal intensive care unit (nicu). There have been "3+" reports of under infusions in the presence of downstream occlusion alarms. There were two occurrences where the pump alarmed "syringe empty" when there was still up to 0.3 ml left in a small volume infusion (unable to confirm how many ml were ordered/programmed to be delivered), without any downstream occlusion alarms throughout the infusions. There was no report of patient injury or medical intervention associated with these events. No additional information is available.